Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during a diagnosis of coronary procedure. The procedure was aborted and completed as the patient was transferred to another hospital. No harm to the patient had been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the host pc would not boot up. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the host pc by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.